Event description:
Customer reported that his serter does not release the sensors and that it looked like some plastic had broken off. The blood glucose reading was 80 mg/dl. He stated that the needle hub was stuck in the serter. Customer stated that the needle hub assembly released from the serter but that it bent the sensor. Customer tried to insert a sensor again and the needle hub assembly got caught in the serter again. At this time the blood glucose reading was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.